Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
During a regular follow up visit with the surgeon an x-ray revealed that the shell had moved out of place. The patient was not in pain and happy with the results of the index surgery but because the implant was out of place, the surgeon revised. The surgeon commented intraoperatively that the patient's bone stock was not optimal and used screws for fixation during revision.

Manufacturer narrative:
An event regarding acetabular loosening involving a trident psl shell was reported. The event was not confirmed. Device evaluation could not be performed as the device was not returned. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
During a regular follow up visit with the surgeon an x-ray revealed that the shell had moved out of place. The patient was not in pain and happy with the results of the index surgery but because the implant was out of place, the surgeon revised. The surgeon commented intraoperatively that the patient's bone stock was not optimal and used screws for fixation during revision.